Event description:
(B)(6) explained that the PICC cracked at the connection site after bd maxplus clear needleless connector (mp1000-c) attached to PICC. I have also copied and pasted replies from (B)(6): what antimicrobial was used to scrub the hub? We use ¿site-scrub¿ ipa devices to clean ports. This is an isopropyl alcohol (70% v/v) product. The clave is changed once a week on sunday's. Yes we utilize bi/tri-sets that are microbores as well as medication/drip tubing that is microbore. A cardiac patient did not receive prostin for multiple hours due to the line breaking, I can get you the exact time. New piccs were inserted on all patients. /: bd maxplus clear needleless connector.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in both the blue and red luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Shanna explained that the PICC cracked at the connection site after bd maxplus clear needleless connector ((B)(4) attached to PICC. I have also copied and pasted replies from shanna: what antimicrobial was used to scrub the hub? We use ¿site-scrub¿ ipa devices to clean ports. This is an isopropyl alcohol (70% v/v) product. The clave is changed once a week on sundays. Yes we utilize bi/tri-sets that are microbores as well as medication/drip tubing that is microbore. A cardiac patient did not receive prostin for multiple hours due to the line breaking, I can get you the exact time. New piccs were inserted on all patients. /: bd maxplus clear needleless connector